Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display and audio anomaly. Customer's blood glucose level was 134 mg/dl. Troubleshooting for blank display was performed. Customer advised the device was blank, humming and they replaced the battery. Troubleshooting did not resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty lcd driver. No unexpected humming noise or audio/beep anomaly noted. The insulin pump received with cracked battery tube threads, minor scratched display window, and cracked belt clip slot.